Event description:
It was reported that the shock impedance was 140 ohms. During a procedure to replace the electrode, the doctor elected to replace the pulse generator as well. Once done, the impedance was 70 ohms. There were no additional adverse patient effects.